Manufacturer narrative:
Device disposition not presently known.

Event description:
A mitroflow dla25 was implanted on (B)(6) 2018. At discharge the patient had a mean gradient of 7.0 mmhg, and was in nyha class ii. On (B)(6) 2016, the patient's mean aortic gradient was 16 mmhg, and the patient was in nyha class iii. The patient died on (B)(6) 2016, due to an apparently non-device related event.

Manufacturer narrative:
The manufacturing and material records for the mitroflow bioprosthetic pericardial heart valve, model # dla25, s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova (B)(4) corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a dla25 mitroflow aortic pericardial heart valve at the time of manufacture and release. Because no autopsy was performed and the device cannot be analyzed no further investigations are possible at this time. In addition the manufacturer was unable to acquire any further information from the site regarding the reported events. Because no further information is available and no further investigations can be performed the exact root cause of the patient death and other reported adverse events cannot be determined. If further information is received the investigation will be reassessed.